Event description:
It was reported that a patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking insulin. Due to that and elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site (abdomen).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site and leaking. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.